Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.

Manufacturer narrative:
Insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Insulin pump passed the displacement, prime/compromised force sensor system, current test, self-test, and excessive no delivery test noted. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported that the reservoir had missing segments. The customer was in the hospital but not due to their high blood glucose level. Customer's blood glucose level was 21.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.